Event description:
It was reported that the programmer touch panel has stopped responding. It was working normally after the reboot. No adverse patient effects were reported. The programmer remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer had an initial visual analysis completed and no anomaly was found. The system functional test was completed, where the programmer passed. Then the baseline evaluation was completed where the programmer had a touchscreen issue.